Manufacturer narrative:
Device evaluated by MFR: the complaint product was not available for evaluation. Therefore, this report is based solely on information provided by the reporter. There was no patient or caregiver injury reported. The reporter was contacted to provide additional information regarding the alleged defect or failure. To date, no additional information has been provided. Historical complaint data review identified no other similar complaints reported for this sku in the last 5 years. Previous complaints for this failure mode in similar products were identified, however the complaint rate remains very low. These issues were determined to most likely be related to pressure settings issues on the machine. Review of the manufacturing records for lot: 52419486 identified no pressure-related issues noted. At this time, there is not enough information available to confirm the complaint. Likewise, the root cause cannot be positively determined. Therefore, no corrective or preventive actions are required currently. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
It was reported by plan 1 health, a european importer, that they had received a complaint from their distributor and provided an image with no further details of the complaint issue. It appears to show delamination of the adhesive and the adhesive layer stuck to the catheter hub.